Manufacturer narrative:
The physician's opinion is that csi product did not cause or contribute to the patient's death. The physician's medical reasoning is that there were no complications during the procedure, and that the final stent placement seemed to be the beginning of the adverse event. This event is no longer considered reportable since a person who is qualified to make a medical judgment has reasonably concluded that csi's device did not cause or contribute to a death or serious injury, and the reasoning is documented. Csi ID: (B)(4).

Event description:
A patient death occurred during a procedure in which a csi device was used. The physician's opinion is that csi product did not cause or contribute to the patient's death. The physician's medical reasoning is that there were no complications during the procedure, and that the final stent placement seemed to be the beginning of the adverse event.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Attempts are ongoing to obtain the device lot number, patient demographics, and physician opinion as to the cause of the patient's death. The information has not yet been received. If it is provided to csi, a follow-up report will be submitted. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment of a lesion in the circumflex artery. The ejection fraction was about 35%. After completion of atherectomy followed by angioplasty and stent placement, the patient complained of dyspnea. The patient expired quickly after verbalizing this complaint to medical staff. The physician was not able to determine the cause of the patient's death. The physician remarked that he would not have treated the patient differently if he were to repeat the procedure.